Event description:
A medtronic rep reported an inaccuracy during navigation. Navigation was discontinued and the procedure was completed. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.